Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported they heard of equipment/hardware failure and breakage, and was curious about warranties.